Manufacturer narrative:
Exemption number: e2015015. The catalog number field and the brand name field were incorrectly filled. This follow-up corrects that information. It was not possible to track the lot number because the system used in that time is not used anymore.

Event description:
(B)(4). The dentist reported that 1 year and 9 months after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. Immediate load was not executed. The patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 year and 9 months after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. Immediate load was not executed. The patient presented bone type iii.